Manufacturer narrative:
Additional information: (B)(6). A getinge field service engineer (fse) confirmed the reported issue in error logs. Replaced fiber optic extension cable and fiber optic jumper. This corrected the issue. Device passed all functional and safety tests according to factory specification. The failure analysis and testing dept. Received the defective components for further investigation. These parts were received with a reported issue of the fiber optic not working. The fat performed a visual inspection and found the part to be in good condition. Fat installed fiber optic extension cable in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. This part failed the fiber optic test. Fat was able to verify the reported issue of this part. The fat installed fiber optic jumper in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No issue was found with this part. Retaining the parts in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed for fiber optic extension cable and not confirmed for fiber optic jumper. However, the root cause or the most probable root cause is impossible to be defined and not confirmed respectively.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had fiber optic errors. It was unknown the circumstance of the event and patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has fiber optic errors.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.